Event description:
It was reported that the patient presented for generator change procedure. Prior to the procedure, upon interrogation, the atrial lead exhibited high capture threshold and noise oversensing which led to pacing inhibition. The atrial lead was explanted and replaced. The patient was stable throughout.